Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal ache. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unknown intraperitoneal medication for the event. At the time of this report the patient was not recovered from this peritonitis event. Action with dianeal therapy was not reported. No additional information is available.